Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pe2828, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off - suture needle. It was received for analysis an empty winding former a detached needle and a suture piece of product code vcp358h. During the visual inspection of a detached needle, the swage and attachment area were not as expected, since the swage area is shorter than the die length this condition causes that the needle was detached of the suture. The suture piece was examined, and the ends were noted cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is an incorrect swage.

Event description:
It was reported that the patient underwent a cesarean section surgery on an unknown date and suture was used. The suture pulled off the needle when sewing during cesarean section. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.